Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. About 40 minutes after the start of the procedure, when inserting the vizigo¿ into the body, the tip of the sheath was peeled off and could not insert. There were no exposed wires nor lifted or sharp rings. The issue was resolved by replacing the vizigo. The procedure was completed without any problems and without patient consequence.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. About forty minutes after the start of the procedure, when inserting the vizigo¿ into the body, the tip of the sheath was peeled off and could not insert. There were no exposed wires nor lifted or sharp rings. The issue was resolved by replacing the vizigo. The procedure was completed without any problems and without patient consequence. Device evaluation details: the photo provided by the customer was inspected. Visual inspection of the photo was performed, and it was found that the tip of the device was found bumped; however, no broken condition was detected. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the tip of the device was found bumped; however, no peeled condition was detected. No other anomalies were found. Device history record was performed for the finished device 60000224 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The failure observed on the tip could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the bumped tip could be related to potential skin incision size relative to the sheath during the procedure. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).